Event description:
Info received indicates the head section will not rise mechanically or electrically.

Manufacturer narrative:
The technician isolated the issue to the head up solenoid valve. He replaced the solenoid valve to repair the bed.